Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl resulting in a loss of consciousness. The customer received assistance from paramedics. The customer declined to troubleshoot the issue during the call. Reportedly, the customer reverted to manual injections for insulin therapy.